Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare field representative that a hole was found in the expiratory limb of two rt340 adult dual heated evaqua breathing circuits after being used for two and three days respectively. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual heated evaqua breathing circuits were returned to fisher & paykel healthcare in (B)(4) and were visually inspected. Results: visual inspection revealed a hole in the evaqua expiratory limb on both of the returned rt340 breathing circuits. The hospital reported that the leak was found after two days of use for device 1 and a hole was identified approximately 27 cm from the patient end connector. A hole was identified in device 2 approximately 38 cm from the patient end connector. It was reported that the leak from this breathing circuit was found after three days of use. A lot check could not be carried out as no lot date was provided. Conclusion: based on the inspection of the damage, it is likely that the evaqua expiratory limbs were punctured by a blunt object. All rt340 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. In addition, tube weighing and bond strength testing are performed every (B)(4). If any faults are detected the whole batch is placed on hold for investigation. This suggests that the subject breathing circuits were damaged after they were released for distribution. (B)(4). The user instructions that accompany the rt340 adult dual heated evaqua breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms". "Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage."